Event description:
It was reported that the patient is having pain. The pain started at the time of application at the doctor's office. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. The pain is on the skin. The patient took off the controller at 6 am, and the pain went away around noon. The patient left a message for the doctor, and there has been no response yet. The patient had the stimulator on then for about an hour, and she had mild pain in the bottom of the foot. The skin is normal. The sales rep told her to increase treatment by 1 hour every 2 days. The patient will be calling on monday to give an update on the pain. The patient later reported, that she is still having pins and needles on the foot and pain. The patient was sent a new bhs controller, sflx xl coilette, and a zero inch cable it was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with (B)(6) date 21303. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. The sflx xl coilette was tested and it operates as intended. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061-c00 which does not require calibration. Test/inspections were completed by the quality department on july 1, 2024. The failure was not confirmed for the reported condition of "pain from unit". Review of complaint history identified (3) total complaints from (oct 30, 2020) to (oct 30, 2021) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is having pain. The pain started at the time of application at the doctor's office. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. The pain is on the skin. The patient took off the controller at 6 am, and the pain went away around noon. The patient left a message for the doctor, and there has been no response yet. The patient had the stimulator on then for about an hour, and she had mild pain in the bottom of the foot. The skin is normal. The sales rep told her to increase treatment by 1 hour every 2 days. The patient will be calling on monday to give an update on the pain. The patient later reported, that she is still having pins and needles on the foot and pain. The patient was sent a new bhs controller, sflx xl coilette, and a zero inch cable it was reported that no further information is available.